Event description:
An occluded catheter was reported. No interventions, patient symptoms, drug or outcome reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).